Event description:
Patient reported that they were injected with one syringe of juvéderm vollure¿ xc in the lips. About three weeks after the injection, the patient experienced red eyes, neck stiffness, swollen vocal cords, "allergic to everything", bell's palsy, pain in ears, vision issues, and had a seizure. The patient was prescribed a five-day dose of augmentin, and the patient saw results but after the medication was done, the symptoms remained. The patient was then prescribed a ten-day dose of augmentin with the same results, and the symptoms came back. The patient started a 3-week dose of doxycycline and just finished that medication a few days ago. The patient had the filler dissolved and the issues have gotten a little bit better, but symptoms remain. Patients think they have a genetic issue ¿eds¿ but it is undiagnosed at the time. Patient later reported via social media that three weeks later they won a gift card which they would use to get the filler dissolved. However, they got sick. Some of the symptoms were as follows: flu-like illness/meningitis-like symptoms, consistent visual disturbances, episodes of confusion, hard lymph nodes, bell¿s palsy, excruciating pain, new onset allergic reactions, tinnitus, drenching night sweats, and finally seizures. The patient stated that they visited the same place who did their injection and they stated that all these symptoms couldn't come from lip filler. The patient recounted all their difficulties during the months of missing work, 19 ER visits, and missing time with their child. They also lost time for work, and they still were not able to get the antibiotics needed. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
(B)(6) additionally reported via social medical " an infectious mast cell response leading to visual disturbances, pain, new allergic reactions and finally seizures." (B)(6) later reported ¿infection, cannot walk, migraines.".

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, d1, d4, g4, h6.